Manufacturer narrative:
Pr(B)(4) follow up for device evaluation a report was received indicating the presence of white particles on the bevel of several needles. To support the investigation, four samples and one photograph were submitted for evaluation by the quality team. One sample was received without a packaging blister, while the remaining three were enclosed in sealed blisters. A visual inspection was conducted using 10x magnification. Two of the samples exhibited an epoxy drip on the needle, measuring approximately 1/32" in size and located about 1/8" from the needle tip. The submitted photograph corresponds to one of the returned samples. No additional defects or irregularities were observed. This condition may occur as a result of a jam at the cannulator. A device history record (DHR) review was completed for material number 305197, lot 4354079. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Cannulator verification confirmed that the settings were accurate and product flow was within acceptable parameters. Based on the investigation and analysis of the returned samples, the customer-reported condition has been confirmed.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 16x1 rb had foreign matter. The following information was provided by the initial reporter: material#: 305197, batch#: 4354079. Rcc received a complaint via email. I¿m reaching out on behalf of our customer regarding a quality issue with item: 305197. The customer has identified numerous needles with white particles on the bevel, which compromises the sterility of the product. Lot number: 4354079 is confirmed to be affected, though it¿s unclear how many other lots may be impacted. We understand this item is non-returnable, but would it be possible to open a claim with bd due to the contamination issue? The customer is unable to use the affected product. Here are the product details: ndc: 08290-3051-97. Lot number: 4354079. Expiration date: 03/31/2030. Quantity: (B)(4) boxes of 100 CT. Plus an open bag of approximately 100 needles (roughly (B)(4) needles total).